Manufacturer narrative:
On previously submitted report, a ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's outlet side panel was replaced to address the issue. The outlet side panel was evaluated by the manufacturer's product investigation laboratory (pil) and found the outlet side panel functioned as designed and operated without issue or error codes.

Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's outlet side panel was replaced to address the issue.